Manufacturer narrative:
(B)(4). High pitched voice like a woman that is squeaky.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (dose and concentration unknown) via an implanted pump system. The patient mentioned undesired side effects with the use of dilaudid. The patient's medication was being slowly titrated up to achieve an optimal therapy effect. At one point it was increased too much, and the patient the patient began having depression and suicidal thoughts. The patient also reported having a high-pitched voice like a woman that was squeaky. The patient's depression was always present, but it gradually got worse with each dosage increase. The patient admitted themselves to the hospital due to the suicidal thoughts. Once the mediation was lowered, it took a month for the depression and suicidal thoughts to resolve. The issues with the voice were ongoing, and they have never resolved since the pump was implanted. Additional information was requested to determine what diagnostics were performed in relation to the high-pitched voice; what actions or interventions were taken to resolve the high-pitched voice; and if the high-pitched voice had been resolved.